Event description:
End-user reports that the skin at the base of her stoma presented as a 'red moist-whitish rash', located under wafer's mass near stoma. It is reported that end-user has used this product for about ten (10) years.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user is a traveller who has been sitting for extended period of time, and she has also been playing golf and perspiring. It is also reported that end-user has been using stomahesive powder around the base of the stoma, and she has purchased an otc antifungal powder and will start using today (date of reported event (B)(6) 2013). The proper use and application of powder medication was discussed with end-user, who states that she has done this a few times in the past with successful results. End-user states that currently she is on vacation, but will consult a doctor if skin does not improve. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.